Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient visited the emergency room (ER) due to chest pain. Upon further investigation, a chest x-ray revealed the conductor of this right ventricular (rv) lead had fractured near the clavicle leading to noise, sensing issues and inappropriate anti-tachycardia pacing (atp). No pacing inhibition or asystole noted. Tachy therapy was disabled and the patient left the ER. The physician is evaluating replacing the system, but remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the information in section b5.

Event description:
It was reported that this patient visited the emergency room (ER) due to chest pain. Upon further investigation, a chest x-ray revealed the conductor of this right ventricular (rv) lead had fractured near the clavicle leading to noise, sensing issues and inappropriate anti-tachycardia pacing (atp). No pacing inhibition or asystole noted. Tachy therapy was disabled and the patient left the ER. The physician is evaluating replacing the system, but remains in service. No adverse patient effects were reported. Additional information stated the patient was checked in clinic after the initial findings. The device therapy remains programmed off and there are no additional clinical actions planed. The cause of the lead fracture was not confirmed; nevertheless, clavicular crush was suspected.

Event description:
It was reported that this patient visited the emergency room (ER) due to chest pain. Upon further investigation, a chest x-ray revealed the conductor of this right ventricular (rv) lead had fractured near the clavicle leading to noise, sensing issues and inappropriate anti-tachycardia pacing (atp). No pacing inhibition or asystole was noted. Additional information stated that approximately a year prior to reporting chest pain, the patient received an inappropriate shock caused by the rv lead fracture. At the time, the cause of the lead fracture was not confirmed; nevertheless, clavicular crush was suspected. Tachy therapy was disabled and the patient left the ER. Nevertheless, the patient later complained of discomfort. Subsequently, the lead was surgically explanted and replaced. No additional adverse patient effects were reported. Device was received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The lead was received for device analysis. A supplemental report will be issued once analysis is complete. If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the information in section b5.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this patient visited the emergency room (ER) due to chest pain. Upon further investigation, a chest x-ray revealed the conductor of this right ventricular (rv) lead had fractured near the clavicle leading to noise, sensing issues and inappropriate anti-tachycardia pacing (atp). No pacing inhibition or asystole was noted. Additional information stated that approximately a year prior to reporting chest pain, the patient received an inappropriate shock caused by the rv lead fracture. At the time, the cause of the lead fracture was not confirmed; nevertheless, clavicular crush was suspected. Tachy therapy was disabled and the patient left the ER. Nevertheless, the patient later complained of discomfort. Subsequently, the lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was received for device analysis. A supplemental report will be issued once analysis is complete. If information is provided in the future, a supplemental report will be issued. This supplemental report is being submitted to update the information in section b5.

Event description:
It was reported that this patient visited the emergency room (ER) due to chest pain. Upon further investigation, a chest x-ray revealed the conductor of this right ventricular (rv) lead had fractured near the clavicle leading to noise, sensing issues and inappropriate anti-tachycardia pacing (atp). No pacing inhibition or asystole was noted. Additional information stated that approximately a year prior to reporting chest pain, the patient received an inappropriate shock caused by the rv lead fracture. At the time, the cause of the lead fracture was not confirmed; nevertheless, clavicular crush was suspected. Tachy therapy was disabled and the patient left the ER. Nevertheless, the patient later complained of discomfort. Subsequently, the lead was surgically explanted and replaced. No additional adverse patient effects were reported. The lead was received for device analysis.